Event description:
A malfunction alarm was reported with no notable events occurring prior. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support in resetting the pump, after which the malfunction did not recur. It was advised that the customer could continue using the pump, and instructions were given to call back if the malfunction code appeared again.